Manufacturer narrative:
(B)(4). The analysis results found that the device (a) was received with the cap separated from the sleeve. Evidences of welding were noted on the cap-sleeve assembly area. A potential cause of this condition is the repeated use of eto as a sterilization agent. Ees single-use trocars are not to be reused, reprocessed or re-sterilized. The analysis results found that the devices (b, g, h, I, j, k and m) were received with the cap separated from the sleeve and with the stopcock valve broken at housing assembly area. Evidences of welding were noted on the cap-sleeve assembly area. A potential cause of this condition is the repeated use of (B)(4) as a sterilization agent. Ees single-use trocars are not to be reused, reprocessed or re-sterilized. Device b,g, h, I, j, k and m additional information: batch # e9ek5x expiration date: 12/2012 manufacturing date: 01/2008 (B)(4) sleeve (B)(4). The analysis results found that the devices (c, d, e and l) were returned in good condition. In an attempt to replicate the reported incident, the devices were functionally tested to detect any leaking issues. Upon evaluation of the devices, they were functionally leak tested and passed. The devices were fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. Device c, d, e and l additional information: batch # e9ek5x expiration date: 12/2012 manufacturing date: 01/2008 (B)(4). The analysis results found that the tb11lt device (f) was received with the cap separated from the sleeve and with the stopcock valve broken at housing assembly area. Evidences of welding were noted on the cap-sleeve assembly area. A potential cause of this condition is the repeated use of (B)(4) as a sterilization agent. Ees single-use trocars are not to be reused, reprocessed or re-sterilized. Device f additional information: batch # d9ef64 expiration date: 11/2012 manufacturing date: 12/2007 (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a laparoscopic nephrectomy procedure, after the trocar is inserted into the abdomen and the pneumoperitoneum achieved, the valve of the trocar comes out when the obturator is taken out from the cannula of the trocar while fixed in the abdomen. This results in the immediate loss of pneumoperitoneum. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.